Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that system was unable to bootup intermittently. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the host pc and hard disk by the field service engineer has resolved the reported issue and restored the functionality of the system. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system generated an alert, preventing the system from booting up. No harm was reported to philips. Philips has started an investigation of this complaint.